Event description:
On (B)(6) 2011, pt reported the infusion set cannula get "pushed up" and do not insert correctly with the insertion needle. This has occurred with 2 separate lots of infusion sets. Pt reported the infusion cannulas do not look defective. Pt does not believe he has scar tissue or hardened areas at his infusion sites. The infusion headsets are inserted manually at a 90 degree angle; he does not wish to use the insertion device. Pt was sent samples of different types of infusion sets to try. Infusion sets were requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.